Event description:
Spontaneous report. Pt stated she had a little bit of trouble upon her first infusion doing on her own. She stated there were some issues with blood return in 2 of her infusion sites, so she had to switch out all of her supplies and proceed with the infusion. Also, the freedom 60 pump is not functioning properly where she says she has to keep cranking it over and over again and it doesn't seem to work properly. Some of her medication - about a pinhole sited amount per pt- did leak and her home health nurse advised her to manually infuse the rest of the medication. No known adverse drug event as drug loss was deemed to be a negligible amount per pt. Patient has pump in her possession to which she will return and we will send her a new freedom 60 pump and replace some of her other supplies which she had to toss away. No further detail was provided. Unknown lot number - manufacturer koru - exp: 09/20/2024- unknown serial number. Reported cvs/caremark by pt/caregiver.